Event description:
It was reported that the customer was hospitalized with a low blood glucose of 23 mg/dl, and was treated with food. The caller initially called to inquire about the customer's new insulin pump, and wanted to know when it would arrive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.